Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24446. It was reported the pt has not received effective stimulation therapy from his scs system since he was implanted. The pt underwent surgical intervention on (B)(6) 2013, and his scs leads were repositioned. The pt reported receiving effective stimulation therapy postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.